Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. During device evaluation, black contamination in the device's humidifier was found. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged electric smell. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The investigation by pil could not confirm the complaints with the dreamstation of: electric smell. The investigation performed by pil found no evidence of a failure of the received devices that would have resulted in the allegations. The external visual inspection of the devices found no evidence of thermal damage. Pil did find black contamination in the humidifier under where the water chamber sets. A review of the patient's encore data for the last months use (06/02/2020 thru 07/01/2020) which indicates the devices functioned as designed. (Copy of patient encore report attached to (B)(6).) A review of the dream stations error log found 0 error codes listed. The device did not generate any codes during this investigation. (Copy of the error log attached to (B)(6).) Pil performed an internal inspection of the dreamstation and found no evidence of a burning smell in the devices. Pil did observe a chemical odor throughout the devices and found a sticky clear substance on the blower motor and in the box. Pil concludes no evidence of electric smell during the time the devices were operated in the lab , but did observe a chemical odor throughout the devices and found a sticky clear substance on the blower motor and in the box. Corrected information provided in b.5. (The patient also alleged electric smell.) Was not included in initial MDR. Section h6 were updated in this report.